Manufacturer narrative:
(B)(4).

Event description:
The pt had his pump electively removed after 4 years of implant due to several issues with the pump. It was reported that the pt's catheter "fell out" and led to his "femur breaking." It was stated that the medication was pooling at the base of his spine. The pt had been to his hcp with complaints of pain and the pump medication was adjusted up or down without success. The pt's mother wanted "hands on examinations to actually test what is happening good or bad to the tone." The pt's mother stated that they had decided to have the pump removed and then wondered if it was the right decision. The pt's mother wondered about dbs (deep brain stimulation) as a treatment option for dystonia. The medication in the pt's pump was lioresal.